Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the patient¿s severely calcified leaflets, small stj, advanced age and female gender likely contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a 26mm s3 valve was deployed with less 1cc of volume in the delivery system balloon. The valve was deployed in a good position and there was no pvl or cai observed. Ten minutes post valve deployment, the patient¿s pressure dropped and tee showed a pericardial effusion. A pericardial window was performed. Continuous drainage was noted and the patient was converted to open avr/root replacement surgery. It was noted that there were two points of penetration from calcium and the aortic side of s3 valve. At last report the patient was stable. The patient had severely calcified leaflets, a small stj and narrow sov. The patients annulus measured 22x26mm by CT.